Event description:
Procedure: laparoscopic cholecystectomy. When the obturator was placed in the sleeve a component of the sleeve disengaged into the pt's cavity. This portion of the sleeve was retrieved from the pt's cavity. A new instrument was used. No pt injury.